Manufacturer narrative:
No button error alarm noted. Unit had no button response due to flattened dome switch on esc button (creased). Unable to test for excessive no delivery alarm or check settings alarm due to no button response. Unit had minor scratched display window and scratched reservoir tube window. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was unknown. Troubleshooting was not performed. The device was returned for analysis.